Manufacturer narrative:
Zimmer biomet (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Lot number - based on a review of inventory transactions and the customer's purchase history, there are three (3) possible zimmer biomet lots: 572440, 572410, 362130. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported that paint peeled off a drill bit while the surgeon was preparing a pilot hole in the lower edge of the patient's orbit. The peeled piece of paint was removed with forceps. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The twist drill was visually evaluated and found to show signs of use. The cert was reviewed and there were no nonconformance's found. There are no indications of manufacturing defects. This is the only complaint regarding the paint peeling off for this item# 01-7142, vendor lot# 317895. The most likely underlying cause of the complaint could not be determined. It is possible that the paint peeled off as a result of improper cleaning and sterilization. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.